Manufacturer narrative:
Transmission delay / for regulation after connection problem. Conclusion of expertise report - 8 june 2017: (B)(4) / batch no. 143957: no observation was possible as the screw was not returned to s.b.m. Post-manufacturing data analysis of the damaged screw: this batch of screws presents no manufacturing defect. Everything conforms to specifications. The molecular weight was high, which is indicative of good manufacturing conditions.

Event description:
(B)(4). Event occur in (B)(6) USA: "it is reported the patient initially underwent arthroscopically assisted anterior cruciate ligament reconstruction, right knee on (B)(6) 2015. 1st revision: on (B)(6) 2015 patient was revised due to pain and swelling in the right knee. Patient underwent arthroscopy right knee with major synovectomy. Removal deep hard ware, proximal tibia. Removal deep hard ware, right lateral distal femur. 2nd revision: (B)(6) 2017 due to painful right knee and status post anterior cruciate ligament reconstruction in right knee with an ezi.oc on the femur and a biomet biocomposite screw on the tibia as well as an arthrex stable. This complaint is to report the second revision.